Manufacturer narrative:
The insulin pump passed the displacement test. The pump was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to motor error alarm.

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.